Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on 08-07-2024, that on (B)(6) 2024 the patient experienced bleeding. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced bleeding on the insertion site which occurred the same day the sensor had been inserted in the abdomen. No specific symptoms were reported but according to the patient he "hit a major artery" during the insertion and was bleeding for hours. When the patient went to the emergency room, they stopped the bleeding putting sutures. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.